Manufacturer narrative:
Device evaluated by manufacturer - the complaint insertion tool was returned with the used encore device. Dressing with a small piece of black matter attached was also returned with the complaint unit. Visual examination of the returned insertion tool noted no visual defects. There was no evidence of blockage/occlusion within the hub and hypotube of the insertion tool. A visual examination was completed with the black matter, it was noted that the matter was a soft rubber material like that of the haemostatic seal from the y-adaptor. A test 0.014¿ j-tip guidewire was used to load the complaint insertion tool. No resistance was met then loading the guidewire. Visual analysis confirmed the presence of a soft black rubbery material. The most probable source of the black rubbery material is from the haemostatic seal of the y-adaptor. The insertion tool is often loaded in through the haemostatic seal of the y-adaptor. It is possible that the seal was in the closed position when the insertion tool was loaded, thus causing a small piece of the seal to break off and become attached to the tip of the insertion tool. Product analysis could therefore not confirm the presence of a foreign matter as the matter sent back is likely to have originated from the y-adaptor accessory which is sold as part of the advantage kit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation for a coronary angioplasty procedure, foreign material was found. The insertion tool of the advantage system was used with a choice guidewire. The physician noted that the insertion tool was occluded and the wire was unable to be loaded through the device. Upon examination of the insertion tool, a black point was observed occluding the tip of the tool. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a coronary angioplasty procedure, foreign material was found. The insertion tool of the advantage system was used with a choice guidewire. The physician noted that the insertion tool was occluded and the wire was unable to be loaded through the device. Upon examination of the insertion tool, a black point was observed occluding the tip of the tool. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).